Event description:
A patient reported blood glucose results of "11.2 and 14.7 mmol/l" with a lifescan meter, performed within 15 minutes of each other. The meter, test strips, and control solution were replaced.